Event description:
It was reported that the home patient (hp) saw a few air bubbles in the patient line of the automated peritoneal dialysis (apd) set w/cassette while they were performing therapy on the homechoice (hc) device during the initial drain. The technical service representative (tsr) assisted the hp to end the therapy and advised the hp to start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to air in the line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.